Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted significant eschar build-up on the seal plates and the cutting blade. The product analysis found the eschar build-up hindered the movement of the jaws and the cutting blade. Once the eschar build-up was removed, the blade moved smoothly along the knife track and returned to the home position when the trigger was released. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the jaws difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device stopped working. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws cleaned. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon closed the jaws of the ligasure device, activated cautery and it was able to seal the tissue, but unable to open jaws despite several attempts to do so. It was unknown how far into the surgery this happened and how often the device was cleaned, but the knife blade was not extended, it did not protrude beyond the edge of the jaws, and it did not cause the procedure to extend by more than 30 minutes. A second ligasure device was opened and was used successfully to assist in removing the tissue from around jaws of the original ligasure. Able to remove faulty ligasure once tissue was separated.